Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in the right coronary artery, the vision stent system was advanced to the target lesion. During inflation, the balloon ruptured at 8 atmosphere. The stent was post dilated with an unspecified balloon and there was no adverse pt effect. Though requested, no additional info has been provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.